Event description:
Caller reported an issue with the pump displaying an incorrect time, which was greater than five minutes off the actual time. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in updating the pump time and advised monitoring the situation, suggesting a follow-up if the discrepancy reoccurred. The caller understood and acknowledged the instructions.